Event description:
Procedure type: lap gastric bypass. According to the reporter: the doctor fired four clips in total. Allegedly, one clip came off in one portion and was later seen in a CT scan down in the pelvic area. As a result, the patient alleges major stomach issues. The doctor states it is not uncommon for a clip to come off, and should not be adverse to the patient.